Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple cartridge alarms (cartridge alarm 1) occurred across multiple cartridges. Additionally, the insulin gauge was inaccurate. Customer's blood glucose was 123 mg/dl. Customer reverted to manual injections for alternate insulin therapy.